Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported milrinone dose discrepancy was determined to be a rate programming mismatch, driven by timing misalignment between pump changes and mar documentation via infusion verify. The customer was unable to provide event logs. Based on workflow review, the rate increase was likely due to inadvertent pressing of the increase (^) key prior to start, resulting in a higher programmed rate. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a discrepancy that was identified between the ordered and delivered milrinone dose, where the prescribed dose of 0.2mcg/kg/min (0.5ml/hr) did not match the pump-delivered dose of 0.2381mcg/kg/min (0.6 ml/hr). The nurse noted the change appeared in the mar prior to their arrival and was unsure how it occurred. Review indicates that a rate change to 0.2381mcg/kg/min (0.6 ml/hr) was transmitted via infusion verify at 19:10, likely after being displayed and accepted, while a separate pump adjustment back to 0.5 ml/hr at 19:07 was not documented in the mar until later. There was patient involvement, but no harm. The customer is unable to pull logs from the device as serial numbers are unknown per bd interoperability consultant review, they discussed assumed steps in workflow that created an increase in rate by inadvertently pressing the ^ key prior to pressing start. Tested and aligned with increase rate with dose adjustment. The customer also had the following enhancement request: "please remove, move, or make non-functional the hard key "^" up-arrow key on the right of the pcu, next to number 3. This would prevent inadvertently pressing and possibly increasing the rate prior to pressing the start soft key." Per bd interoperability consultant review, they discussed assumed steps in workflow that created an increase in rate by inadvertently pressing the ^ key prior to pressing start. Tested and aligned with increase rate with dose adjustment.